Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient experienced intermittent shocking at the battery site of theins when pressure was applied. Additional issues included a decline in balance, right leg weakness, return of pain, and walking difficulty/immobility/loss of balance/unable to get out of bed. Impedances revealed electrodes 9 and 11 were in the "avoid" range. The system was interrogated, and lead connectivity was found to be normal. The patient was reprogrammed to bypass the "avoid" electrodes, resulting in a decrease in amplitudes by approximately 25%. This intervention resolved the shocking sensation at the battery site, and the patient was satisfied with the outcome. A follow-up appointment was scheduled to address balance and weakness issues. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.